Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-02629, related manufacturer reference number:3006705815-2019-02630. It was reported that the patient never had effective stimulation. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-02629; related manufacturer reference number:3006705815-2019-02630.

Event description:
Related manufacturer reference number:3006705815-2019-02629; related manufacturer reference number:3006705815-2019-02630. Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the system was explanted.